Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet. It was reported that on (B)(6) 2022, a patient presented with grade 3-4 degenerative mitral regurgitation (mr) and posterior (p2) prolapse. Imaging was challenging, with a lot of shadowing due to the anatomy. The ntw clip was implanted, and insertion and coaptation was satisfactory in all views. The mr was reduced to <1. There was no adverse patient effect or clinically significant delay. On a follow-up visit on (B)(6) 2022, there was an acute single leaflet device attachment (slda) observed, and the clip was off of the anterior leaflet and secured to the posterior medial lateral (pml). There was no tissue damage observed and the clip came off due to possible poor leaflet insertion from poor imaging. The mr was back to 3-4. An additional mitraclip procedure was performed on (B)(6) 2022, and an ntw clip was implanted. The mr was successfully reduced to 1-2. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda) appears to be due to poor leaflet insertion and challenging imaging. The reported poor image resolution was difficult to visualize the clip during procedure due to patient¿s anatomy and the shadowing of the device. Additionally, mitral valve insufficiency/ regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr was due to slda. The hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.